Event description:
About 7 am md was using bovie while performing upper lid ptosis repair on right eye. Oxygen delivered via mask. Flash fire ensued while cauterizing. Oxygen shut off immediately. 1st degree burns on lower part of face and right side of neck. Pt treated, seen by dermatologist, plastic surgeon, ophthalmologist and pulmonologist. Pt transferred to ICU for observation, course uneventful. Moved to med/surgery room without incident. Stable condition.